Event description:
MedWatch - A patient reported: "I was using Medihoney produced by Derma Sciences, a subsidiary of Integra LifeSciences. SKU code on tube was 31805. I had been applying the Medihoney to an injury on my foot. The injury was an ulcerated bunion of sorts. I subsequently got an infection and sought medical care. Samples of the fluid from the infection were lab tested by Labcorp. The tests came back as having a heavy growth of the following bacteria: Haemophilus parainfluenzae. My doctor had never seen that in a patient. It is suspected that the Medihoney caused this infection. My foot was hugely swollen, and purple streaking was moving up my foot. Eventually, I got it under control after many days of taking antibiotics (Bactrim)."Additional information:What was the date you started applying Medihoney? "(b)(6) 2026."Timeframe between initial application and infection: "Infection noted on (b)(6) 2026."What signs and symptoms of infection did you experience? (e.g., redness, swelling, rash)? "Redness, swelling and streaking purple pattern moving up my foot from site."How was the wound prepared for dressing and cared for? "3 layers: Non-Adherent 2x3 pad on wound site, then wrapped with sterile gauze about 4 times, finished with another 4 layers of Self-Adhesive Tape (sometimes referred to as VET tape." Do you have any known allergies or a history of allergic reactions? If yes, please specify: "None."What is your current healing status? "I was an active tennis and golf player. Several times a week. After roughly 2 months of inactivity the wound is mostly healed, but I am still wrapping the foot, as described above, to prevent further injury. Now back to reduced activity."Where was the Medihoney acquired? "Purchased on Amazon."

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.